Event description:
Caller indicated the relion micro meter was reading low. Caller took patients bg reading and the reading was 135, within one minute, new blood drop reading was 100, within 3 minutes the reading dropped another 10-15 points. Caller then took her to the emergency room based on the readings dropping so quickly. When arrived at ER the doctor checked her blood sugar and the reading was 215. Controls not used.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.